Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found that when it was connected to an in-house system for functional testing, it did not produce video due to an electrical communication failure. The in-house system was unable to communicate with the endoscope, generating an error message. Additionally, visual inspection of the cable integrated connector housing showed discoloration. A visual inspection of the cable integrated connector printed circuit assembly (pca) board found missing electrical contact(s), found foreign substance adhered to the cable jacket and identified a flash error. The endoscope was subjected to a friction screening test by manually rotating the adapter. The camera instrument adapter did not rotate properly and/or produced audible noise, which confirmed binding. During advanced failure analysis, the endoscope was connected to an in-house system for cable testing, and it failed due to a wahoo paddleboard (wpb) defect. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted gastronomy surgical procedure that the image of the 30-degree endoscope plus was found to be flipped. Reportedly, the endoscope was not used on the patient.